Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 550 mg/dl, 187 mg/dl, and 98 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.